Event description:
On 02/14/2025, it was reported by a sales representative via email that an ar-1549ps tenodesis screw, peek, vented, 4 x 10 mm broke in half upon insertion to the bone tunnel. The pieces were extracted and an additional ar-1549ps tenodesis screw was opened to complete the case. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 02/25/2025: there was no case delay, and no added anesthesia was administered to the patient. No adverse effects were reported during or after the surgery. This was discovered during a scapholunate stabilization procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-1540ps, with batch number 15349365, revealed that the peek was broken. Therefore, arthrex was able to deduce the cause of the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.